Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center generated noise when connecting to the scope. The procedure was completed after changing to another device. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of generating noise when connecting to the scope was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.